Manufacturer narrative:
(B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse reported and internal pneumatic leak, amber led battery charge indicator and flashing user interface module (uim) screen on startup of the device. The fse replaced the uim, isolated the leak to a hose disconnection within the gas delivery engine (gde) and performed the operational verification procedure testing of the device, which the device passed. At this time, the reported event was not duplicated by the fse. The uim will be evaluated further by our failure analysis laboratory for a component root cause investigation the report will be included in a follow-up report.

Event description:
The customer reported while in use on this avea ventilator the touch screen became unresponsive and stopped cycling a breath. No known patient harm or injury reported. The hospital biomed reported evaluating the device and duplicating the unresponsive touch screen on the ventilator.

Manufacturer narrative:
The suspect user interface module (uim) was returned to the vyaire failure analysis (fa) laboratory for investigation. The fa investigator cycled power to the uim, which found all the leds lit on the membrane panel. The uim was displaying a flashing white and black unresponsive screen. The fa investigator performed a visual and physical inspection of the internal cabling, which found no anomalies. The fa attempted a software download procedure on the uim control board unsuccessfully multiple times. The reported unresponsive and flashing display event was duplicated. The root cause is associated with material fatigue within the hardware of the uim control board. However, the failure to cycle event was not duplicated during the investigation. This will continue to be internally investigated within vyaire.